Event description:
The facility reports, the pt has been unwell for some time. The doctor diagnosed the pt with a dislocated shoulder. It is remotely possible that it occurred while using the sarita lifter when she was last transferred.

Manufacturer narrative:
Add'l info will be provided upon conclusion of the MFR's investigation.